Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. An embolization coil was returned for evaluation. Visual inspection of the coil revealed the entire implant coil was attached to the pusher, and the distal end of the pusher wire was also intact, which is in conflict with the reported complaint. As the returned device does not appear to be the device associated with the reported complaint, an evaluation of the complaint device could not be performed and the investigation is unconfirmed. The root cause could not be determined.

Event description:
It was reported that after placement of an embolization coil, the coil did not detach. The pusher was rotated during the attempt to remove the coil, and the pusher broke. There was no reported intervention to retrieve the broken pusher segment. The coil and distal portion of the pusher remain in the patient. There was no reported patient injury, and the patient current condition is reported to be fine.